Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2020-19335. It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) and right ventricular (rv) lead exhibited noise. The patient was in stable condition. No further information could be obtained.